Manufacturer narrative:
The grounding pad was discarded by the facility and was not available for investigation. The generator used in the procedure was returned and evaluated. It passed all function testing and was working with specification. Bio-oil application on the skin can result in poor surface contact of the grounding pad. The grounding pad IFU "failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location".

Event description:
The patient received a burn from a grounding pad placed on the front of the body. Testing procedures were normal, however, almost immediately into the lesion procedure (3-5 seconds) the patient complained of a burning sensation. The machine was immediately stopped and the nurse inspected the pad site and found that the lower half of the pad was connected to the patient, but the upper half had come away. The patient was found to have a small burn of around 2.5 cm long by 1 cm wide on the area around the outer rim of the grounding pad. The patient reported following the session that he had used bio-oil on his skin either the night before or the morning of the procedure. A burn dressing was applied.